Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer treated with a manual insulin injection. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness and ketones. The customer also reported ending up in the hospital at times due to ketones. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).